Event description:
It was reported to philips that there was an issue with the system's image processing computer, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the customer was performing cardiac arrhythmia diagnosis procedure which was completed by deleting the patient and restarting the system. The customer reported that there was an issue with image processing computer and found ippc was defective. Customer requested for new ippc as a replacement and returned the defective one to philips for further analysis. The cause of the ippc failure could not be conclusively determined by the supplier¿s part analysis. However, after replacement of ippc by the customer, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) and deleting the patients are not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.